Event description:
It was reported that this right ventricular (rv) lead has showed a gradual rise in the shock impedance measurements, to the point of being out-of-range at 135 ohms. Technical services indicated that a commanded shock is recommended when the measurements go above 145 ohms as the energy can be truncated. The physician elected to continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported. Additional information was received indicating that two commanded shock were given on two different days. The impedance measured 74 ohms for the first shock but remained high out-of-range at 128 ohms during the second. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has showed a gradual rise in the shock impedance measurements, to the point of being out-of-range at 135 ohms. Technical services indicated that a commanded shock is recommended when the measurements go above 145 ohms as the energy can be truncated. The physician elected to continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.